Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patent presented over merlin.net with non-sustained rv oversensing. Analysis of the episodes showed possible myopotential oversensing. Programming was made. The patient has no symptoms prior or after the event.